Event description:
It was reported that an occlusion alarm and there air bubbles were observed within the canister. Additionally, it was reported that the pump battery could not be charged. Reportedly customer did not perform air removal step. A supply change was performed resolving the occlusion. Customer¿s blood glucose level ranged from 129-205 mg/dl.

Manufacturer narrative:
The tandem user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.